Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, inappropriate antitachycardia pacing therapy due to inappropriate diagnosis of supraventricular tachycardia as vt was observed. Recommended programming changes were not made. Physician decided to monitor the patient. Patient has been doing fine since follow-up.